Event description:
Note: date of event is unk. It was reported to boston scientific corp on august 18, 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, the locking tab of the tube was damaged. Procedure completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined.